Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. Ran a displacement test twice and the insulin pump failed the test. The customer also mentioned getting no delivery alarms. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.